Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic unknown procedure, scissoring occurred. When the device was fired outside the patient without tissue, scissoring occurred as well. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: procedure date was (B)(6) 2016.